Event description:
The following information was reported: during routine patient care, the respiratory therapist noted that the latch holding the anchorfast endotracheal tube holder strap appeared to be broken. The et tube strap was still around the et tube and the patient remained intubated. The device had been on the patient approximately 10 minutes when the broken latch was observed. She removed the broken device and replaced it with a new anchorfast endotracheal tube holder.

Manufacturer narrative:
Although requested, no product was available for testing and no lot number was provided. Without the benefit of evaluation and testing, hollister is unable to determine the root cause of the reported occurrence. Complaint data was reviewed and no obvious trends were observed. No reported patient injury was associated with this event.